Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the instrument data and determined that the level 1 quality control was out of specifications. The rsc specialist also determined that the reagent 3 mix test result was out of specification. The cause of the discordant, falsely elevated alti results on two patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated alanine aminotransferase (alti) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant result for patient 1 was reported to the physician(s), who questioned it. It is unknown if the discordant result for patient 2 was reported to the physician(s). A new sample was obtained from patient 1 and tested on the same instrument and it resulted lower than the initial result. The original sample for patient 1 was repeated on the same instrument and on an alternate instrument, also resulting lower than the initial result. The sample for patient 2 was repeated on the same instrument, resulting lower than the initial result. The corrected results for patient 1 were reported to the physician(s), while it is unknown if the repeat result for patient 2 was reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated alti results.

Manufacturer narrative:
Additional information (03/23/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the instrument was giving canbus reagent pump error. The cse replaced the canboard, cleaned the vessel loader and replaced the wash probe tubing as it was cracked. The cse then replaced the reagent probe 3 and reagent probe 4 mixers, printed circuit board assembly mixer reagent arm and aligned and corrected the bottom of cuvette alignment. The cse ran mix tests, which were acceptable. The cse checked and verified the proper functioning of the instrument. A siemens headquarters support center (hsc) specialist reviewed the service report and determined that the cause of the discordant, falsely elevated alti results on two patient samples was due to the malfunction of the mixers. The instrument is performing according to specifications. No further evaluation of the device is required.